Event description:
The patient reported that the up arrow keypad button requires multiple presses to obtain a response. She confirmed that the keypad is intact; stated that she wears the pump in a "clip n go"; and denied cleaning the pump.

Manufacturer narrative:
Follow-up # 1 date of submission 11/28/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. No defect was found on investigation. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.